Event description:
It was reported that the pump's screen was dim and scratched, making it difficult to read. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.